Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that chest pain and thrombosis occurred. The target lesion was located in the right coronary artery. A synergy¿ drug-eluting stent was implanted to treat the lesion. However, after the procedure, the patient developed st elevation and chest pain. A couple of hours later, the patient was brought back to the catheterization laboratory. It was noted that there was thrombosis within the stent and a lesion distal to the stent. The stent thrombosis and the distal lesion were then post-dilated with a 3.0 - 3.5 nc emerge balloon catheter. A couple of times, the distal lesion was stented with a synergy drug-eluting stent. No further patient complications were reported and the patient was doing well.